Manufacturer narrative:
H11. Updated/additional information ¿ g1. G2. G4. H6. The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-01966, 1038671-2024-01968. This follow-up report is being submitted to relay additional and/or corrected information. The most likely underlying cause for the revision reported is prosthesis wear and loosening and a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Manufacturer narrative:
D10: concomitants: 122-65-20 - 6.5mm acetabular bone screw 20mm, 3852475. 122-65-30 - 6.5mm acetabular bone screw 30mm, 3870276. 180-01-60 - nv crown cup clstr hole 60mm group 4, 3887169. Pending investigation.

Event description:
As reported via legal documentation the patient had a right hip replacement on (B)(6) 2015. Approximately 8 years after the initial procedure the patient had a right hip revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023. Diagnosis: failed right hip. The surgeon removed some green nonabsorbable suture in the capsule. Aspirated through the capsule and obtained about 3 ml of clear straw-colored fluid. There was an adundant evidence of villonodular adverse local tissue reaction found. There was some adverse local tissue reaction around the stem with a small amount of osteolysis beneath the calcar and around the stem. The stem was well fixed and solid. The liner had wear superiorly.